Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure¿.

Event description:
It was reported that the cartridge connection disconnected while the customer was sitting. Customer successfully reconnected the connection and resumed insulin deliveries. Customer's blood glucose level was 394 mg/dl.